Event description:
PICC (periferally inserted central catheter) groshong: 16cm fractured off and lodged in pulmonary artery.catheter piece removed at another facility (unavailable for examination) device had been placed 1/10/94.